Manufacturer narrative:
Plant investigation: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation, and the serial number of the suspect device was not provided. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the serial number of the hemodialysis (hd) machine in question was not known. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming.

Event description:
A user post on the message forum of a dialysis website reported an event experienced by the user, who is also the patient. The post stated that the patient alleges towards the end of hemodialysis (hd) treatment on an unknown hd machine, the patient ¿passed out.¿ this reportedly occurred a couple of times when the patient started dialysis therapy. The patient stated that the nephrologist changed the rate the machine takes off fluid and changed the patient¿s dry weight. The patient posted this message on (B)(6) 2018. The date of the event is unknown. As the patient reported that this happened a couple of times, this submission documents the second time the event occurred on an unknown date. No further information has been made available.